Event description:
A registered nurse reported that while in a surgery, there was no anatomy visible in the trajectory, probes eye or synthetic lateral views when tracking the passive planar probe after registration with iso-c. They confirmed a good scan and all images transferred to the stealthstation treon with good contrast and were visible in the 2nd and synthetic views. After verifying the probe in the navigation task, when the surgeon touched anatomy, there was no picture on the screen at the same time there was green status on the probe and frame, and cross-hairs were moving. Surgeon was able to successfully navigate after the last spin with the camera seeing a different side of the wireless tracker. The surgeon completed the procedure with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
Parts have not been returned for eval as of the date of this report.